Manufacturer narrative:
Additional information concerning this event is being requested from the field.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted from the patient due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.